Event description:
Consumer reported upon removal of a tampon, the string broke. Her husband assisted with removal of the pledget from her vaginal cavity. She did not seek medical attention and she did not report any serious adverse events.

Manufacturer narrative:
Records demonstrate that the finished product was produced according to specifications, met all quality acceptance criteria for product release, and quality system procedures were correctly followed.